Manufacturer narrative:
A patient experienced a foreign body reaction at the anchor site was reported to abbott. The patient was sent to the emergency department wherein the lead and anchors were explanted to address the issue. There was no allegation of infection. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 anchors; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs anchor, model: 1192ans, UDI: (B)(4) , serial: n/a; batch: 8469240.

Event description:
It was reported the patient experienced a foreign body reaction at the anchor site. Patient was sent to the emergency department wherein the lead and anchors were explanted to address the issue. The investigation did not determine which anchor is related to the issue.